Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06233. It was reported that the patient experienced ineffective stimulation. Imaging confirmed the leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2021. During the procedure, the physician was unable to place a new lead due to patient anatomy. In turn, the physician explanted the entire scs system. No new products were implanted.